Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had pain at the incision site. The reporter stated that the patient's pain was at a "level 10" and the patient had lost 110 pounds and was now able to move the device around. It was reported that the patient didn't think that the device was flipped over because he could still get eight of eight coupling boxes shaded when he recharged the device. It was noted that the patient still felt stimulation and was able to recharge. It was reported that the pain around the incision site was "so debilitating the patient couldn't even wear jeans." The reporter stated that the patient had the pain for the last 24 hours before the report. It was reported that the patient was not getting pain relief in his hip anymore, which was where the device was "designed to help him." It was noted that the relief also stopped about 24 hours prior to the report. The patient could still feel "the tingling sensation" but couldn't feel stimulation in his hip. No trauma or falls were reported. Additional information has been requested but was not available as of the date of this report.